Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific (bsc) crm received information that this 4137 ventricular lead dislodged. The patient was experiencing pocket stimulation and an x-ray revealed the ventricular lead had pulled back to the pocket area. It was noted that the patient may have related neurological/anxiety issues. The bsc sales representative was unsure if the lead would be replaced or repositioned at this point. A lead revision is scheduled for that morning.